Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving a patient notification alert, low out of range hv lead impedance was observed. The hv lead impedance was low twelve times over the past year. There were no adverse consequences to the patient. The patient was checked in clinic and the hv lead impedance was normal. It was noted that the out-of-range measurements were occurring when the patient was lying down. Lead impedances were checked again and low out of range measurements in rv-svc-can and rv-svc vectors were observed. There were no other abnormalities. Device was reprogrammed to rv-can shocking vector and successful dft testing was performed. Patient was doing well and stable post dft testing.